Manufacturer narrative:
Age, weight and ethnicity are unknown. Event date is unknown.

Event description:
The doctor indicated the driver tip fracture while unscrewing a locator abutment. To report of delay or surgical/medical intervention.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A long torq wrch hex driver 1.25mmd for tw20 & tw30 (tw1.25l) was received for investigation. Visual inspection of the as returned product identified fracture at the tip of the driver. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the (tw1.25l) dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA /hhe/ d/ie/ product holds for the reported device related to the reported event. Review of appropriate documentation: documents reviewed: instructions for use for zimmer® instrument kit system and driva¿ drills - 8874 rev 4-07/14. Information identified: applicable information can be found in the precautions and breakage sections. Complainant reported fracture of the tool when he was unscrewing a locator abutment. The reported complaint is confirmed through visual inspection of the returned product. A definitive root cause for this complaint could not be determined.